Manufacturer narrative:
Upon visual inspection, the implant has white residue consistent with biological material present on the external threads. This suggests the implant was placed and subsequently removed from the patient. Examination of the internal features of the implant reveals mechanical damage in the form of metal deformation to the single hex and the double hex drive features. Additionally, there is a portion of a fractured screw present in the internal threads of the implant. The customer provided a radiograph to confirm the reported event. The radiograph inspection confirms that a portion of a fractured screw is present inside the implant. The remaining portion of the screw has not been returned for review. The device history record for the screw could not be reviewed as no lot number was provided. However, the device history record for the implant was reviewed and no nonconformities were found.

Event description:
The dentist reported a fractured screw at tooth site #7. The screw was not retrievable so the implant was removed and replaced.

Manufacturer narrative:
The following statement in the initial report was in error: "the radiograph inspection confirms that a portion of a fractured screw is present inside the implant." The correct statement is: "review of the radiograph is not conclusive with regard to showing a portion of the fractured screw."